Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: kenya. During the procedure (anastomoses of blood vessels), needle detached from suture. Needle could not be found. X-ray done.

Manufacturer narrative:
Samples received: 6 unopened racepacks. Analysis and results: when a suture fails to perform as it should, the goal is to find out what the malfunction was and, in order to do so, unused samples of the same batch are required. Samples of the very same batch display equivalent features and it is with these unused samples that we will be able to determine the flaw. In this case, we have received six closed samples to analyse the case. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no previous complaints of this code-batch nor units in our stock. We have tested the needle attachment strength of the samples received and the results fulfils the requirements of the european pharmacopoeia (ep): 0.55 kgf in average and 0.41 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. According to the results of the samples received, we have not seen that this code-batch could contribute to the failure of the device during surgery. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.